Event description:
Latitude alert on (B)(6) 2017 with error code 1003 stating "voltage was too low for projected remaining capacity." Rapid battery depletion is coming from an unknown source. Boston scientific technical services was contacted and gave us a guaranteed 28 day window of normal function from alert date (B)(6) 2017. Last in office check was done on 07/26/2017 and battery had 6 years remaining at that time.